Event description:
As reported: "major blood leak immediately upon initiation of dialysis, ebl 300 cc." 11/10/97 clarified details of event with d.o.n.: internal blood leak, alerted with blood in dialysate alarm as well as visual blood in dialysate, extracorporeal system of blood discarded, estimated at 300cc. No injury or medical intervention reported. Hematocrit stable. Sample discarded.